Manufacturer narrative:
Tracking #.44400. Device-a: date sent: 11/01/1998. Device not returned for analysis.

Event description:
It was reported the devices were used during a bilateral laparoscopic hernia repair. It was reported the staplers misfired during the case. The contact person stated the staple legs never formed at all. They came out straight. The device "skipped" during the cycle-the firing was a choppy movement, then spit staple. All staples were recovered from the pt. This occurred on approx. The last 5 staples of the first instrument. Then opened another 2 which did the same thing right away. Surgeon made do with these products to complete the case. There was no consequence to the pt.